Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/7/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 4/18/2019. The device was explanted on (B)(6) 2019. When the device was explanted, bilateral prosthesis replacement with 510cc mentor memorygel breast implants was performed. In addition to the deflation reported previously, the patient also experienced bilateral capsular contracture (baker¿s grade and unknown) and bilateral ptosis. These were noted as indications for the replacement surgery. This report relates to the left prosthesis. This report relates to the right prosthesis. See 1645337-2019-11738 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 6878838, and no non-conformances related to the reported complaint condition were identified. Concomitant medical products: mentor smooth round high profile 330cc saline prosthesis, catalog #3503330, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation with a mentor smooth round high profile 330cc saline prosthesis that had flattened and begun to hang lower post procedure. Right sided deflation was suspected by a physician. As a result, an explant is scheduled for (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 23-year-old caucasian female underwent breast augmentation with a mentor smooth round high profile 330cc saline prosthesis that had flattened and begun to hang lower post procedure. Right sided deflation was suspected by a physician. Upon receipt by mentor the device returned without fluid. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).